Event description:
It was reported that after implant the patient felt weakness in their legs. They were unable to move their legs. A CT was performed and no hematoma was found. The patient had little to no sensation and mobility in both legs following a previous system removal and implant of a new stimulator system. The patient was doing better at the time of the report. The patient regained feeling and mobility and was discharged from the hospital on 2015 (B)(6) with good stimulation coverage. The cause was not determined.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4); product type lead product ID 977a290, serial# (B)(4); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
: Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. This report includes information reported in regulatory report# 3004209178-2018-14424. Any further information received regarding this event will be reported as a supplement to this supplement. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted for spinal pain. It was reported that since implant in 2015, the patient never used their ins because they were scared to use it after experiencing complications and loss of sensation in their legs after implant in post-op. Due to the health issues that occurred post-implant the patient did not charge their device so it eventually went into overdischarge. The rep reported they did not know if the complications the patient experienced in post-op were due to the device or therapy. On (B)(6) 2018, the rep met with the patient, and it didn't seem like the patient ever got the ins recharged and out of overdischarge. It was noted the patient was scheduled to get a MRI of their lower back (confirmed to be unrelated to the device/therapy). MRI compatibility guidelines were requested per an hcp request, and reviewed with the rep on the call. The rep stated they would review the information with the hcp. The rep called back later on (B)(6), 2018 and reported that the hcp ordered a CT scan and x-rays in order to determine MRI eligibility. The rep reported follow up can be sent to the patient's new doctor in a couple weeks to obtain the imaging results and future plans regarding the patient's implanted devices. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was noted from the manufacturer representative that the implantable neurostimulator (ins) had not been used since 2015 because the patient was scared to use it. The manufacturer representative stated that it did not seem like they ever got it recharged or back up working again. The manufacturer representative was working with the patient and the patient had a new managing hcp. No further complications were reported.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), product type: lead; product ID: 977a29,0 serial# (B)(4), product type: lead; product ID: 977a290, serial# (B)(4), product type: lead; product ID: 977a290, serial# (B)(4), product type: lead; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that no specific cause was determined for the patient¿s leg weakness after implant on (B)(6) 2015. It was reported that no specific device issue was identified from the CT scan and x-rays taken. No further attempts to pull the ins out of overdischarge were reported as the hcp stated the patient had moved to a different state. It was reported that the patient weighed (B)(6) pounds at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), product type: lead. Product ID 977a290, serial# (B)(4), product type: lead. Product ID 977a290, serial# (B)(4), product type: lead. Product ID 977a290, serial# (B)(4), product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) (MRI tech) reporting that an overdischarge was alleged. The hcp didn¿t know the details around the patient¿s system, but noted it was documented that the patient stated ¿it hadn¿t been working in two years¿. Technical services reviewed overdischarge protocol. The event date was asked but was unknown. The caller called back the next day reporting that they contacted the hcp office and relayed to them that the patient needed to have their scs system battery recharged since it was in overdischarge before they could have an MRI. It was indicated that the hcp office never called the patient about the need to have the system charged up., so the caller wanted to conference the patient onto the call so the patient was made aware of the need to address the overdischarge situation before an MRI could be done. The caller conferenced the patient during the call and it was this information was reviewed with the patient. No further complications were reported/anticipated.